Manufacturer narrative:
Complaint conclusion: after completing the percutaneous coronary intervention (pci), a 6f-7f mynx control vascular closure device (vcd) was used normally for hemostasis; however, after inflation, the balloon burst, and the device was removed. There was no reported patient in jury. After an unknown sheath angiography, the blood vessel condition was confirmed to be normal. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe and procedural sheath were not returned with the device. No obvious damage or anomalies were observed on the returned device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a micro tear in the balloon, approximately 2.5 mm from the balloon neck. A product history review of lot f2109004 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, and without the procedural sheath to analyze, it is impossible to determine what factors may have contributed to the reported event. According to the product analysis, the type of tear found, is consistent with the balloon coming into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to confirm via femoral arteriogram prior to using the mynx control vcd, that there is no evidence of significant pvd in the vicinity of the puncture. Neither the phr review, nor the product analysis suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After completing the percutaneous coronary intervention (pci), a 6f-7f mynx control vascular closure device (vcd) was used normally for hemostasis; however, after inflation, the balloon burst, and the device was removed. There was no reported patient injury. After an unknown sheath angiography, the blood vessel condition was confirmed to be normal. The device is expected to be returned for analysis.